Event description:
After placement of device, severe pain in lower abdomen, sharp stabbing pains during sex, swelling of my stomach mimicking 6 months pregnant. Night sweats. Fatigue. Ultimate resulting in a total hysterectomy in (B)(6) of 2014.